Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console shutting off was not confirmed; however, the system stopping unexpectedly was confirmed via the testing of the centrimag motor. The returned centrimag motor (l03400-0003) was functionally tested at the service depot alongside all other returned equipment (centrimag console l03494-0004 and flow probe 78118, each evaluated separately). During operation, the motor¿s cable was flexed near its connector which caused the pump to stop. The console alarmed with an m2: motor disconnected alarm at this time, indicating that the motor was unable to be recognized by the console. The cause of this alarm was isolated to the centrimag motor, as similar events occurred while the motor was in use with test equipment. A log file was also extracted from the returned centrimag console and was reviewed. Manual system stops were observed within the timeframe of the reported event; however, no atypical events or atypical system stops were observed. Per the customer¿s request, the centrimag motor was returned to the customer site after being labeled as ¿not for human use.¿ no adverse patient consequences were reported as a result of the event. The root cause of the m2: motor disconnect alarm was determined to be an issue within the motor¿s cable; however, the root cause of this issue was unable to be determined. Although the m2 alarm could have contributed to the cause of the event, the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number l03400-0003, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that centrimag console was beeping like it was being shut down and then shut off suddenly. At time of event, an extracorporeal membrane oxygenation (ECMO) clinician was there, and backup console was readily available, so console and motor head were switched out promptly after power failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.